Event description:
It was reported that the patient and family had been hearing the critical pump alarm. Telemetry of the pump confirmed that a critical alarm was occurring. The alarm was due to eos (end of service); eos occurred (B)(6) 2014. It was noted that the first 3 years of implant, the patient had only experienced some efficacy with a limited upper extremity response. When they would try to titrate the daily dose up, the patient would experience trunk weakness, so they were never able to achieve a full therapeutic response from the drug infusion system. There had been no reservoir volume discrepancies. An order was written for a catheter dye study. On (B)(6) 2010, they were unable to aspirate drug from the cap (catheter access port) during the catheter dye study. They could not see any abnormalities under fluoro and decided there was a catheter occlusion, so revision of the exiting catheter was discussed. The patient was given options to further explore/determine issues and to do a therapeutic single bolus dose via lumbar puncture but the patient was not convinced of the therapy benefits and decided on no other further interventions so pfns (preservative free normal saline) was placed in the pump reservoir and the pump was programmed to minimum rate mode. The pump had previously delivered lioresal. It was later reported that at one point, the dose was stabilized at a level which decreased tone in the patient¿s lower extremities, but not her upper extremities. Then it became less effective. The pump had had saline in it since 2010. The patient was okay; she remained spastic, but not in any discomfort. There was no plan to explant the pump; the patient did not want to have surgery to explant the pump. The pump was in the patient¿s left abdomen and was not bothering her at all. The patient was taking oral baclofen 10 mg twice per day. The pump logs noted: ¿terminal event has occurred in the pump¿; ¿eos occurred¿; ¿stopped pump period may exceed tube set¿; and ¿eri occurred ¿ schedule to replace the pump by (B)(6) 2014¿.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 85 90-1, lot# n103508, implanted: 2007 (B)(6); product type accessory. (B)(4).